Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the vascular procedure. The issue was resolved by restarting the system and the procedure was completed without any delay. The philips remote service engineer (rse) examined the system remotely and confirmed that images appeared grainy. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found a wrong mains resistance configured and the look up table issue for the video output. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite, and the issue was resolved by restarting the system. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed without any delay by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the images appeared grainy. The patient was moved to a different room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.